Event description:
It was reported that adapta/versa/sensia device applications will not load either manually nor auto-ID (identify). They begin to load and then the screen just goes back to main model select screen. Other applications like kappa load fine. The programmer service disk was run but still same issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, however a long boot-up time was noted. It was also noted that the hinge plate had two loose screws and the device failed the audio loopback test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.